Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. Reportedly, the customer was using humalog u500 insulin with the pump. Tandem customer technical support informed customer that humalog u500 insulin is off-label per the user guide. The customer resolved the issue by changing the infusion set and cartridge, then resuming insulin.